Event description:
At 12:45am , using the contour next, the customer received a blood glucose reading of 483mg/dl. He injected 10 units of novolog. At 2:10am his blood glucose reading was 319mg/dl and he injected 8 units of novolog. At 5:00am the customer experienced hypoglycemic symptoms (specific symptoms were not provided) and his wife gave him sugar and peanut butter. He went to sleep until 7:42am, at which time his blood glucose was 44mg/dl. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.